Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient's mother reported that patient missed a low alert. Patient's mother stated that the bg level dropped fast from 416 mg/dl to 165 mg/dl. Patient passed out. Patient's mother transported the patient to the hospital. Patient was treated with insulin. It is not known what other treatment was provided. Patient's mother reported that the continuous glucose monitor (cgm) stopped working, displayed "---", and was not able to monitor blood glucose (bg) at time of event. At time of contact, patient is stable. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.